Event description:
It was reported that the patient's device alarm sounded when magnets were in proximity to the device. It was explained to the patient to avoid exposure to magnets. The patient sent a remote transmission and the device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.